Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the centrifugal pump squealed and chattered. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 12, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. Visual inspection was performed on the actual sample upon receipt, during which no anomalies were found anywhere on the device. A review of the device history revealed no production related anomalies. The tubing that was connected to the pump was removed and the sample was built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the returned sample was observed for any running sound anomalies or the unit wobbling on the motor. No sound anomalies or abnormalities with the functionality were observed during the test. The squealing sound could not be replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface. The event was not able to be recreated; however, the complaint was confirmed based on investigations of previous occurrences of this known issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.